Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant product(s): model: d314drg, ICD; implanted: (B)(6)2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead had a "performance issue." Follow-up was attempted, but no further information was obtained. The lead has been extracted. No patient complications have been reported as a result of this event.